Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
The device was originally implanted via v-p shunt to the patient. Doi and the initial setting pressure are unknown. The obstruction of the abdominal catheter was noted when the contrast radiography was conducted after the implantation. Therefore, the revision of the catheter in question was done on (B)(6) 2014 and it was replaced to the same new product (823045). The setting pressure of the valve at the revision surgery was 60mmh2o.